Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the the po valve malfunction.

Manufacturer narrative:
The shuntsystem was received in its progav packaging. The progav valve was set to pressure range 20 cmh2o. The visual inspection showed slight evident imprints on the outer sterile packaging. The valve was set to 20 cmh2o at the time of delivery for investigation. In order to determine whether the valve can be adjusted correctly to all pressure ranges, we tried to adjust the valve accordingly. The adjustment tests are carried out with the standard progav check mate and measurement tool. The valve was adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found that every adjustment was possible and verified by verification tool. To ensure that the valve could not be adjusted by itself, we checked the brake. The investigation of the brake function has shown that the brake function is full in place. The braking force test was not used because is still packaged in its original packaging. Based on our investigation results, we cannot detect any malfunction on the valve. The valve is fully functional. There is no failure detectable with this valve. No further actions are required.